Event description:
Additional information was received from the manufacturer representative (rep). It was reported the cause of the high impedances, swelling, bruising, and pain was unknown. As previously stated, the patient will undergo a revision.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the healthcare provider (hcp) replaced the bad lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances, bruising, swelling, pain was not determined. The lead was replaced on nov-25. The customer was asked to return the device, however the account threw the lead into the red sharps bin, so it will not be returned.

Event description:
Patient seen today because she received message on her remote stating it cannot provide stimulation. Patient has one cervical lead. Cs checked impedances ¿ all over 40,000. Cs then checked connectivity, which revealed all contacts out (red x¿s on all contacts in battery). Cs also tested the lead 0-7, as if it were placed in 8-15, and connection still showed all connections were out <(>&<)> impedances all still showed high impedances greater than 40,000. Patient denies any trauma to spine portion or battery pocket area. Patient does state that approximately one week before she received the error message on her remote, she visited the emergency room because she had pain, swelling, and bruising at the battery site. Patient denies knowing any reason why battery site would have bruising. Hcp reviewed the x-rays that were taken at the emergency room. The lead appears to be intact from the battery connection all the way to the tip of the lead. No obvious issues at the battery site either. Hcp states he will need to take patient back to or for a revision. Hcp will first open the battery pocket to confirm the lead was correctly placed in the battery and screwed down correctly. If if still shows connection and impedance issues, he will connect a wens to the lead to check impedances. If the lead still shows high impedances, he will replace the lead and then connect to her current intellis battery to ensure there was no problem with the battery. Doctor states he wants the rep to also bring inceptiv in case he decides to swap the battery for fear there is a battery issue. Cs <(>&<)> rep both state to dr that the lead is likely the issue, but he wants the option to possibly implant inceptive. Patient instructed to make sure her remote is fully charged at revision <(>&<)> she was reminded that if the lead is replaced, she will have restrictions- bending lifting twisting reaching. Patient states she understands what the plan is moving forward.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a275 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.